Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced, the old paddle lead was reconnected to the new ipg, and a linear lead was removed for magnetic resonance imaging (MRI) compatibility. The patient was doing well postoperatively and the explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6). Batch: 7073781. UDI: (B)(4).